Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated lithium result for one patient sample. The architect generated an initial lithium result of 2.4 and a repeat lithium result of 0.8 mmol/l. A second sample was drawn from the patient and lithium results of 0.8, 1.5, 1.5, 0.83, 0.88, 0.78, and 0.80 mmol/l were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer's issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer replaced the probe tubing and the reagent probe to resolve the issue. Tracking and trending did not identify any adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.